Manufacturer narrative:
The device was returned to an approved service location and placement tests were conducted. The testing was unable to duplicate the event as reported. Avanos also reviewed tracings pulled from the device, and a deviation into the left lung could be seen. Therefore, since the deviation into the left lung was visible on the tracings and that the unit functioned as intended, it was determined the root-case was use-related. All information reasonably known as of 13 jul 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text: device tested by approved third party.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 2002000 was reviewed and the product was produced according to product specifications. All information reasonably known as of 16 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported by the bio med that there was a "deviation to left lung noted on review of tracings." And that there was "no issue found on review of system by biomed...no gi [gastrointestinal] tracing noted." Per additional information received 11 jun 2021, the tube was placed on (B)(6) 2021 at 11:24am and was confirmed by x-ray that the tube was in the left lung. The radiologist called and told the bedside nurse to remove the feeding tube. A chest tube was placed at 11:45am and another x-ray performed. The patient was intubated at the time of tube placement. The patient's current status was given as "sedated on vent." The operator of the device was trained on use on (B)(6) 2015.

Manufacturer narrative:
All information reasonably known as of 30 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.